Manufacturer narrative:
Date of event not provided by the complainant, lot number not provided by the complainant, product expire date unknown; lot number not provided, product catalog number unknown, product unspecified. Product manufacture date unknown; lot number unknown, date of event not provided by the complainant. Lot number not provided by the complainant, product expire date unknown; lot number not provided, product catalog number unknown, product unspecified, product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with a cook biodesign or surgisis 4-layer tissue graft on (B)(6) 2009 at (B)(6) hospital in (B)(6) by dr. (B)(6). The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.